Event description:
A customer reported that two surgeons complained about the lack or even abscence of aspiration during irrigation/aspiration mode during several surgeries. The even persisted after the cassettes and handpieces were changed. No system message was displayed. The event occurred randomly. Additional information has been requested but not received to date. This is one of two reports being filled for this event. This report is for the first pool of patients.

Event description:
This is one of three reports being filled for this event.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The fluidics module was replaced as a preventative measure. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.